Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient came to the clinic on (B)(6) 2011 asking for assistance. His mother told the audiologist that the patient had received a blow to the head 15 days beforehand and she does not think he is able to hear anymore. The external components were checked and were found to be ok. Testing confirmed that the device appears to have malfunctioned.